Event description:
Reported as "iab failed". It was observed on a facebook post stating "they have had at least 2 fiberoptic iabs that have 'not worked'. In both cases they have removed the fiberoptic iab and replaced it with a non-fiberoptic iab. Both iabs were 40cc". The customer stated "they have no further information to share". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#: (B)(4). The reported complaint for "fiberoptic iabs that have not worked" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
Reported as "iab failed". It was observed on a facebook post stating "they have had at least 2 fiberoptic iabs that have 'not worked'. In both cases they have removed the fiberoptic iab and replaced it with a non-fiberoptic iab. Both iabs were 40cc". The customer stated "they have no further information to share". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".